Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed no issue with the device tamper seal as this was the first time the unit was in for service. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation as the pump calibrated correctly. Root cause of the reported event is unknown however, the battery compartment was found to be damaged. No action was taken as there was no problem found with the calibration of the returned device. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service previously., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.